Event description:
It was reported to philips that intermittent inability to enable x-ray required multiple reboots on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the empty pc box with backpannel, fire x board, power on circuit, and sib_x board. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).